Event description:
It was reported that the surgeon inserted an icm 125v4 12.5mm implantable collamer lens in 2003. The lens was explanted in 2005, due to excessive vault. Subsequently, patient experienced, high iop, corneal edema, narrowing of the angle, angle closure and shallowing of the acd. Patient's best corrected visual acuity was 20/20. Lens was exchanged for a shorter lens.